Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. To fix the issue, the fse replaced the fill connector and provided cleaning in the inside and outside the iabp unit. The fse had also replaced the doppler battery cover which was broken and the printer paper which were both provided by the customer. The safety disk was also replaced due to expired hours. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6).

Event description:
It was reported that the cap for the fill connector port of the cs300 intra-aortic balloon pump (iabp) was broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.